Event description:
After implant of cypher stents, have side effects. Pain, problems with breathing and blood pressure. These new cypher stents were placed in old metal stents. Total length of 41mm. Dr did placement.